Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to the battery compartment damage, investigation revealed that the audio bolus button cover was missing.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on (B)(6) 2016.